Event description:
After successful stent deployment in the ostium of the right renal artery, difficulty was experienced during attempts to remove the balloon from the stent after deflation. A 20ml syringe was used to make sure the balloon was fully deflated, yet the balloon could still not be withdrawn. The physician then pushed the balloon forward a few millimeters, and was then able to successfully remove the balloon. The lesion was 13mm in length and 7mm in diameter, with moderate calcification. The access site was the right femoral artery. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. Introduction of the sds into the ostium of the artery was made without difficulty. The sds was inflated via a 10ml syringe. There was no report of any adverse effects to the patient, and the outcome was noted to have a good final result. As per the reporting affiliate, no additional patient or procedural details are available. The product is not available for evaluation and testing.